Event description:
The customer reported that the pump battery was depleting unusually fast, which led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl during the shutdown. The customer resumed insulin administration after being educated by technical support about the reset effects on insulin settings, and agreed to update the pump software as recommended. The customer acknowledged the advice and was satisfied with the actions taken, indicating resolution of the initial complaint but was advised to monitor the situation for any further issues.